Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho to report 3% resolve panel b lot# rb451 exp:30aug2016 tested on mts igg gel card failed to react with a single patient's plasma believed to contain anti-jka and anti-e (patient had anti-e historically). Customer claims to have properly diluted the 3% panel cells to 0.8% using mts diluent 2 and refused to antigen type the antigens that failed to react. Issue started on: (B)(6) 2016, frequency: 1 sample. Microtubes/wells or cell (donor #) affected: resolve panel b, panel cells# 12,14,15,16,17,19,20,21,22. Methodology used: manual gel method. Incubation time (for manual test only): 15 min. Pattern observed: negative in all panel cells. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated:yes , partially repeated testing with homozygous cells. Result obtained by repeating: neg. Method used to repeat: manual gel method. Customer reports all gel cards and red cell reagents stored and tested according to IFU. Customer reports no haze or hemolysis seen in red cell reagents used. Customer unable to provide past transfusion or medical history at this time. Customer reports patient has antibody history of anti-e. Customer initially tested with 0.8% surgiscreen cells using mts igg gel cards and saw a pos 1+ on cells 2 and 3. Customer performed antibody screen testing with another manufacturers instrument along with 0.8% resolve panel a and mts igg gel cards. Customer reports anti-e pos panel cells reacted but unable to rule out anti-jka and further investigated with resolve panel b in question. Customer reports dat on patient is negative. Ortho asked customer to describe procedure to dilute down 3% resolve panel b in question to a 0.8% cell concentration. Ortho recommended customer to follow procedure described in "procedure 8 antibody identification method (with auto control) using mts anti-igg cards-(2010-05-31 version 5.0"). Ortho emailed procedure to customer to retest patient with resolve panel b in question. Customer reports only re-testing with homozygous panel cells 17 (e+,e- ,jka+jkb-) and 19 (e-,e+ ,jka+jkb-) from resolve panel b lot#rb451 and customer reports negative grade after following procedure. Ortho asked customer to provide lot number of mts diluent used, customer could not provide at this time. Ortho recommended customer to perform phenotyping on homozygous pos jka and e+ cells and customer unwilling to perform antigen typing. Ortho recommended customer to perform tube testing with resolve panel b in question at the 3% original concentration, customer unwilling to perform tube testing. Customer unwilling to further troubleshoot at this time. Customer will send sample to reference lab to further investigate. Ortho discussed and referred customer to limitation of the procedure as described in procedure 8, variations in the red blood cell concentration can markedly affect the sensitivity of test results. When the red blood cells are too low in concentration, they become difficult to visualize and, in extreme cases, a weak positive can fail to be detected. Optimal reaction conditions vary across antibody specificities, no single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. Ortho also referred customer to IFU of resolve panel b ,e631203805_en; care should be taken to follow the manufacturer's recommendations when altering the concentration of these reagent red blood cells. Customer reports not performing qc on resolve panel b in question, ortho referred customer to resolve panel b IFU under interpretation were it states" for quality assurance, resolve panel b should be tested periodically with weak antibodies" customer content with discussion and documentation of event and agreed to call back if further assistance needed or if event reoccurs.